Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged, which resulted in oversensing and the delivery of inappropriate shocks. Therapy was exhausted. There was no pacing inhibition. The decision was made to reposition this rv lead. No additional adverse patient effects were reported.